Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent bilateral knee replacements. Depuy components were used with depuy cement x2 total for each knee. On (B)(6) 2021, the patient had a revision all components to address failed right total knee replacement due to depuy attune tibial loosening. The loosening occurred at the tibial tray/ cement interfaced. The femur was noted to be well fixed, there was no allegations of deficiency for the tibial insert, but both components were revised. The patella was not revised. Competitor components were inserted during this procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2021; (right knee).